Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 700 mg/dl and a correction was delivered via the pump. The cause of the high bg was not known and a healthcare provider thought that it might be related to the cartridge or infusion set. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The high bg/dka were resolved. The customer was discharged on (B)(6) 2018 with 24 hour insulin unit as a backup for insulin therapy. Reportedly, prior to resuming pump therapy, the customer met with a healthcare provider. The customer declined tandem technical support's offer to troubleshoot.